Event description:
N/a.

Manufacturer narrative:
Updated fields: (site country, state, site city, address), ( type of investigation, investigation findings, investigation conclusion). Additional information: event site city: (B)(6). The getinge field service technician (fst) has not received customer po approval to proceed with the identified repairs. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, h6 (clinical & impact).

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) informed failure (does not cycle) was provided by the hospital's clinical engineering, which did not have knowledge about the equipment. The equipment will still be evaluated correctly, using the trainer and an original catheter. There was no patient involvement.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) informed failure (does not cycle) was provided by the hospital's clinical engineering, which did not have knowledge about the equipment. The equipment will still be evaluated correctly, using the trainer and an original catheter.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.